Event description:
It was reported that the procedure was to treat the moderately calcified, heavily tortuous, 90% stenosed distal right coronary artery (rca). The lesion was pre-dilated and the 2.25x38 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy. A guide catheter extension was also attempted but still the sds could not cross. There was also resistance with the anatomy during removal. The procedure was completed with balloon dilatation only. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.